Manufacturer narrative:
Evaluation summary: complaint history and product history record could not be reviewed because the reporting facility did not provide a valid lot number or any identification traceable to the manufacturing documentation. Root cause has not been identified. (B)(4).

Event description:
A physician reported that following a cataract extraction with intraocular lens (iol) implant procedure, the patient was dissatisfied with postoperative result. There was no improvement in visual acuity and was uncomfortable with image quality. The iol was exchanged for an iol in a secondary procedure and achieved the expected satisfaction. Additional information was requested. There are two reports associated with this patient. This report is associated with the first eye.